Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose/protruded drive support disk, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 179 mg/dl. The customer stated that she changed the tubing and the cap came out. The insulin pump was returned for analysis.